Manufacturer narrative:
Occupation: quality engineer. PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that prior to a percutaneous transhepatic bile duct drainage (ptcd) procedure, the operator opened the package of the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter and flushed the device. At this time, no anomaly was found. However, during the procedure, after the device was advanced into the bile duct, leakage which was found at the joint of the end tip of the drainage catheter. As a result, the user withdrew the device and replaced it with another new device to finish the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, as well as a functional test, visual inspection and dimensional verification of the returned device was conducted during the investigation. One unlocked 7.0fr mac-loc catheter was returned in used condition for evaluation. Biological matter was heavily present on the device with no additional surface damage noted. The device was returned with the metal cannula and trocar already inserted. Resistance was noted when removing the cannula and trocar, and was likely a result of dried biological matter throughout the device. A leak test was conducted and was unable to confirm the presence of a leak. Tug and twist tests revealed that the proximal assembly was secure. Upon removal of the connector cap, the suture string did not appear to be wound in the threads. The flare appeared slightly lopsided with a lip, but due to compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to specifications. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. Additionally, a document based investigation evaluation was performed. The risk specifications covering mac-loc catheters include both hub separation and leakage as a potential failure mode. And the technical files covering the catheters indicate that the risks associated with these devices are acceptable when weighted against the benefits. The instructions for use (IFU) advise the user to inspect the product prior to use to ensure that no damage has occurred. Based on the review of current documentation, inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record revealed one relevant nonconformance for tubing obstructions in the tubing component subassembly lot in which the one affected device was scrapped. It should be noted that there were no other reported complaints for this lot number. Based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause could not be established. Appropriate measures have been taken to address this failure mode. Per the quality engineering risk assessment no further action is required. The appropriate personnel have been notified and cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.